Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer wife reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl at the time of incident and current blood glucose level is 298 mg/dl. Customer reported other blood glucose level was 160 mg/dl. The customer low blood glucose was treated with food. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.